Manufacturer narrative:
A2 age at time of event: 39 years old and 11 months.

Event description:
It was reported that shaft break occurred. A 4.0mmx20mmx135cm (4f) sterling balloon catheter was advanced along with a 0.18 guide for right arteriovenous fistula angioplasty. During the procedure, the device was advanced to position in the target site, and then the proximal part of the shaft to the balloon broke. The device was removed using a loop catheter. No complications were reported.

Event description:
It was reported that shaft break occurred. A 4.0mmx20mmx135cm (4f) sterling balloon catheter was advanced along with a 0.18 guide for right arteriovenous fistula angioplasty. During the procedure, the device was advanced to position in the target site, and then the proximal part of the shaft to the balloon broke. The device was removed using a loop catheter. No complications were reported.

Manufacturer narrative:
A2 age at time of event: 39 years old and 11 months. Upon receipt at our post market quality assurance laboratory, the outer shaft, inner shaft, balloon, and tip were visually and microscopically examined. Visual examination revealed the balloon was in two pieces. The inner shaft was separated and stretched. The stretching was likely caused when removing the balloon. The tip was damaged as well. Microscopic examination revealed the bunching of the shaft and the balloon. Inspection of the remainder of the device presented no other damage or irregularities.